Manufacturer narrative:
At this time, product has not yet been returned. The sensor kit expiration date is 28-feb-2023. The medical event associated with this complaint occurred on (B)(6) 2023 which indicates usage of the device beyond the useful lifespan. No additional investigation is required as the sensor was expired at the time of use, and the device met its specification lifespan. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was populated as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. The customer obtained an unspecified low sensor reading and experienced hypoglycemia and seizure. The customer had contact with a healthcare professional who obtained a capillary result of 6.8 mmol/l, however, no treatment was reported. There was no report of death or permanent injury associated with this event.